Event description:
A fail code 812:02 during biomed testing. No reports of any patient incident involving this pump.

Manufacturer narrative:
Evlauation summary: the customer's reported condition of faile code 812:02 was confirmed.